Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and far field oversensing on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and discussed the possibility of insulation damage due to the longevity of this lead which is almost twenty years old. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.